Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.

Event description:
The complainant reported that the clinicians were performing a pt procedure with stone cone nitinol urological retrieval coil in 2009. According to the complainant, the device is defective. There were no pt complications reported as a result of this event. Another stone cone nitinol urological retrieval coil was used to complete the procedure.